Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient this implantable device experienced difficulty in breathing, unable to urinate, and having problems with defibrillator after colonoscopy. There is no further information available to date and the device remains in service. No adverse patient effects were reported.